Manufacturer narrative:
The oxylog 1000 was analyzed in lübeck. During the 4 days long-time test the failure could not be reproduced, it was not possible to determine the root cause. Due to the description of the event and that no failure could be found it is likely that a piston in the ventilation unit was sticky, accordingly it is not possible to change between inspiration and expiration. This problem can be solved by turning the device off and on again, the failure is considered to be a one-time one. A technical failure (e.g. No pressure built up) gets alarmed optical and acoustical. Possibly the ventilation is interrupted. The instructions for use state that an alternative ventilation unit has to be kept ready.

Event description:
It was reported that the device sporadically did not built up pressure. No injury reported.